Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe with needle plunger bent easily. The following information was provided by the initial reporter: "customer stated that the 2nd box has some syringes that are too easy to bend."

Event description:
It was reported that the bd luer-lok¿ syringe with needle plunger bent easily. The following information was provided by the initial reporter: "customer stated that the 2nd box has some syringes that are too easy to bend."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.